Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the placement difficulty was due to an issue with the patient's anatomy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the lead had placement difficulty in the right ventricular apex. The lead was not implanted and the physician requested a stiffer lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.